Event description:
It was reported that the patient experienced an allergic reaction after using the product.

Event description:
It was reported that during a gastric bypass procedure, details of event are unknown or nurse just reported that the trocars mentioned above lost some pressure (leaked). No further details were reported. Two different trocars were used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of two devices, no devices will be returning.

Manufacturer narrative:
Product from this complaint was returned and evaluated. Our investigation analyzed and tested samples from all batches associated with this and related complaints. Tested batches included samples from our inventory, samples returned from the involved medical facilities as well as retained samples from the sponge suppler. Test results confirmed all products to be sterile. Our investigation could not determine the specific cause of patient reactions associated with this complaint. No product non-conformances were identified during our investigation.